Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen would time out while interacting with the pump. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer declined to upload the pump data logs for tandem technical support to perform a log review.